Manufacturer narrative:
Event date: exact date is unknown, event occurred between (B)(6) 2021 and (B)(6) 2021. Explant date: exact date is unknown, explant occurred approximately one month after implantable pulse generator was implanted.

Event description:
It was reported the patient developed an infection at the implantable pulse generator (ipg) pocket site after the stage 2 deep brain stimulation (dbs) procedure. The physician assessed the infection was not device related. The patient underwent an explant procedure where the ipg was removed, and made a full-recovery post-operatively. The device was disposed of by the hospital; and therefore, will not be returned for analysis.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7085239. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7083758.

Event description:
It was reported the patient developed an infection at the implantable pulse generator (ipg) pocket site after the stage 2 deep brain stimulation (dbs) procedure. The physician assessed the infection was not device related. The patient underwent an explant procedure where the ipg was removed, and made a full-recovery post-operatively. The device was disposed of by the hospital; and therefore, will not be returned for analysis. Additional information received indicated two lead extensions were also removed during the explant procedure.